Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 110 colony forming units (cfus) of acinetobacter baumanii on (B)(6) 2023. The device was retested on (B)(6) 2023 and 23 cfu of pseudomonas aeruginosa were detected. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 colony forming unit of microorganisms revivable at 30 degrees celsius were detected in all channels. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The following fields were updated: d9, h3, h4, h6 and h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens was cracked, the bending section rubber glue was separated at the insertion part and the connecting tube had a wrinkle 10mm from the glue. Additionally, the universal cord was wrinkled, and the specified angle and orientation achieved failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.